Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. In addition, a corroded motor and a corroded keypad traces noted during visual inspection.

Event description:
The customer reported that the insulin pump was exposed to water, and since then the device reboot continuously. No further info was provided.